Event description:
Olympus was informed that at the conclusion of a diagnostic esophagogastroduodenoscopy (egd) procedure, when introducing the biopsy forceps into the patient. The patient was being treated to rule out helicobacter pylori. The foreign material was a piece of the biopsy cap. The physician was able to retrieve the foreign material and there was no patient injury reported. A visual inspection of the duodenum, gastric area, esophagogastric junction and distal esophagus were performed and confirmed there was no foreign material remaining inside the patient. There was no bleeding as a result of the reported event. It was reported that the user facility placed the biopsy cap on the scope and inspected the device prior to the procedure and no anomalies were found. The intended procedure was completed using another similar biopsy cap. At this time, the user facility will retain the biopsy cap for further internal investigation. Olympus followed up with the user facility and was informed that the biopsy caps are processed by manual washing, followed by high level disinfection in the medivator. Each cap is individually dried with pressured air during which time it is inspected for any anomalies. Upon inspection it was apparent that the foreign material retrieved from the patient was part of the biopsy cap. The biopsy cap and foreign material are in the possession of the director of material management at (B)(6) hospital. No additional information has been provided.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The exact cause of the user's experience could not be conclusively determined at this time. A supplemental report will be submitted if additional and significant info becomes available at later time.